Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the consumer on (B)(6) 2019 that the battery replacement was done after approximately one year. No further complications were reported.

Manufacturer narrative:
Non- healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the battery moved in the pocket about 3-4 months ago. No known factors and no known troubleshooting or diagnostics. The patient did not want any intervention at this time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an implantable neurostimulator (ins) replacement and pocket revision on (B)(6) 2018. There was no reported issue with device performance. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and the manufacturer representative (rep) reporting that the pocket/battery was causing pain and they had decided to have it revised/replaced. The revision/replacement was scheduled for (B)(6) 2018. Additional in formation was received from the rep on (B)(6) 2018, stating that the pocket revision/replacement was rescheduled tentatively for (B)(6) 2018 no further complications were reported/anticipated.